Manufacturer narrative:
The customer reported that the phaco handpiece, used on the system, had no phaco power and no vacuum. The customer contacted customer service to replace the phaco handpiece. The customer was advised to test the handpiece with the company technical support specialist (tss). The customer never completed the testing and the service request (sr) was closed. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was manufactured on november 15, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no phacoemulsification power and no vacuum prior to a procedure. There was no patient involvement. Additional event details have been requested.